Manufacturer narrative:
(B)(4). B4: date of this report - additional information. B5: event or problem description - additional information. H2: additional information. H6: event problem and evaluation codes - additional information.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alert. No data or product was provided for investigation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.